Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of hi (greater than 600 mg/dl) back to back with a result of 61 mg/dl when testing was performed less than 10 minutes apart on the compact system. Reporter indicated that she was experiencing some hypoglycemic symptoms during the time of testing. Reporter stated that the customer self-treated by eating chicken, corn, and bread for lunch. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.